Manufacturer narrative:
A review of the device history record (DHR) was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. No trends were identified. No similar complaints by event description were found in the same batch. When received, the male/female luer connection was detached, the imaging core was outside of the sheath assembly. Visual inspection of the catheter revealed bloodstains inside the telescope and distal tip assembly, no fluid was found inside the hub, no kinks were observed and the guidewire exit port was lifted. The guidewire that was used during the procedure was also returned and was observed to have a kink. The returned guidewire was inserted into the catheter and no indication of resistance in tracking the guidewire into the catheter was noted. The imaging core could not be reinserted back into the sheath assembly and no image appeared as a result of imaging core wind up. The imaging core was wound in the hub and telescope and was broken off from the hub, inside of the hub assembly. Wind up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. The guidewire exit port damage, the detached m/f luer connection, and the kink in the guidewire are typical of excessive manipulation and methods utilized in the attempt to free the device. The atlantis sr pro2 product labels contain dimensions of the catheter tip as well as the following warnings in the dfu: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stent, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the cause of this event is being classified as operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
The intravascular ultrasound (ivus) catheter was used for post-ivus of a stent that was implanted in the right coronary artery (rca) posterior descending. The physician was withdrawing the catheter when it became caught on the stent strut. The stent moved to the rca middle where it remains. The imaging core was removed from the ivus catheter and a wire was inserted. The ivus catheter was successfully released from the stent.